Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. Pump error 63 confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Event description:
It was reported that the insulin pump had hardware low level failure. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump passed the self test second time. Customer also stated insulin pump had absence or anomaly of audio alarms. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.